Event description:
Dealer reported that the on/off switch for the joystick on tdxsp-cg power chair fell off while the end user was in his van, sometime the end of (B)(6). Dealer states that the end-user alleges that when he bent over to pick it up he didn't have enough body strength to lift himself back up and was stuck in a hunched position for about 10 hours. Relatives and neighbors became worried and they put a missing persons alert out on him. The police found him hunched over in his van the next morning at the bank. The dealer stated that the end-user alleges he was not unconscious but he was close to it. The dealer states the end-user alleges he was coughing up blood and he had blood in his urine. Information leans to possible serious injury, dealer was not aware if user received medical treatment.